Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and irregular stream when voiding. It was also noted that the right cylinder was in the beginning stage of perforation. The cylinder was explanted, and the physician did a washout and plugged the tubing. There were no additional patient complications.

Manufacturer narrative:
Correction to h6 patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and irregular stream when voiding. It was also noted that the right cylinder was in the beginning stage of perforation. The cylinder was explanted, and the physician did a washout and plugged the tubing. There were no additional patient complications.